Manufacturer narrative:
Further analysis of the data logs was undertaken. One communication error was identified and this was caused by excessive force on the robot due to a collision. Root cause: user error - robot arm collision lack of surveillance.

Manufacturer narrative:
Analysis of the data logs was completed. One communication error was identified and this was caused b excessive force on the robot. Corrected data: device code.

Event description:
During surgery, multiple software communication errors occurred. After each software communication error the device did shutdown, and had to be restarted by the surgeon to pursue surgery.